Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen"), headache ("headaches"), dyspareunia ("dyspareunia/ pain during sex"), vaginal haemorrhage ("bleeding/ vaginal bleeding") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included sexually transmitted disease nos, herpes simplex, chest pain, heartburn, memory loss and paresthesia. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and oral contraceptive nos. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, headache, dyspareunia, vaginal haemorrhage, genital haemorrhage, pelvic pain, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia seen with 3 quills on the right and 4 quills on the left post-procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, dyspareunia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen"), headache ("headaches"), dyspareunia ("dyspareunia/ pain during sex"), vaginal haemorrhage ("bleeding/ vaginal bleeding") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included sexually transmitted disease, herpes simplex, chest pain, heartburn, memory loss and paresthesia. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and oral contraceptive nos. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, headache, dyspareunia, vaginal haemorrhage, genital haemorrhage, pelvic pain, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia seen with 3 quills on the right and 4 quills on the left post-procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, dyspareunia amendment: the report was amended on (B)(6) 2019 for the following reason: ccc was updated. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.